Event description:
It was reported that high hv lead impedance was observed. After removing the lead, the impedance was still high. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed the high hv impedance issue. The device was found to have a broken ground case wire inside the can that resulted in the high impedance measurements.